Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitor 12 volt power supply. The system operates as intended.

Event description:
The customer reported the left monitor flickers then will go dark. No patient injury was reported.